Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The event was confirmed based on visual inspection if the returned device. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The plausible root cause of the reported event is user error/misuse specifically bending the flexible screwdriver past the limitations listed in surgical technique.

Event description:
It was reported that using the flexible screwdriver in a case, doctor exceeded the angle limits and broke the shaft.

Event description:
It was reported that using the flexible screwdriver in a case, doctor exceeded the angle limits and broke the shaft